Event description:
It was reported that the patient¿s blood glucose level rose to greater than 13.9 mmol/l (>250 mg/dl) between 5 and 24 hours of wearing the pod. The reporter stated the cannula was not properly inserted in the infusion site on their leg. Insulin was delivered but it had no effect. The pod was removed and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.